Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and the device failed steps during testing. The device's active exhalation control module and overhead blower filter were replaced to address the issues. There was evidence of contamination.